Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced shortness of breath and confusion. The patient was found to have had an embolic cerebrovascular accident (cva). They also were noted to have had hypertension and restarted acetylsalicylic acid. The patient's international normalized ratio at time of presentation was 2.2. The ventricular assist device appeared to have been functioning as intended.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events having been reported at this time. The relevant sections of the device history records for mlp-005540 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electric IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke and hypertension, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeter of mercury (mmhg) should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.